Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency department (ed) with intermittent loss of capture and heart rates in the 30s. Reprogramming was completed at the ed. A rv lead replacement procedure was scheduled due to a suspected lead anomaly. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete this procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).